Manufacturer narrative:
The quality control results were acceptable. The field service engineer adjusted the pipettes and washing units. He changed the sample pipettes and performed adjustments. The investigation is ongoing.

Event description:
There was an allegation of a questionable ldhi2 lactate dehydrogenase result from the cobas 8000 c702 module. The initial result was 959 u/l and was reported outside of the laboratory. The result did not match the patient clinical status so it was repeated. The repeat result was 236 u/l. The sample was also repeated on another cobas analyzer in the same laboratory and the result was similar. The reagent lot number was 65486001 with an expiration date of 31-aug-2023.

Manufacturer narrative:
The calibration was within specifications. The reaction curve for the questionable result had no signal deviation. It just had high absorbance/high concentration. It seems that the root cause of the issue is the deviation of sample pipetting. The pre-analytical checklist did not indicate any issues. The field service engineer (fse) checked the gear pump pressure and adjusted the flush wash levels. He also adjusted the consumption of sodium hydroxide (naoh). The investigation determined that the issue was due to insufficient service maintenance/adjustment. The investigation determined the service actions resolved the issue.